Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 0.24 mg/day) via an implanted pump. It was reported that the patient had swelling and draining at the pump pocket. Antibiotics were given. The device system was explanted due to a pump pocket infection. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury.